Manufacturer narrative:
(B)(4). Continued: evaluation code conclusion: off-label, unapproved, or contraindicated use (aortic neck diameter).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 82mm in diameter and 120 mm in length abdominal aortic aneurysm. The proximal aortic neck was 16 mm in diameter and 14 mm in length. It was reported that a follow up confirmed a proximal type I endoleak. The patient was treated with coil embolization at the proximal aortic neck to fill the gap and this successfully resolved the endoleak. The physician stated that the sealing was not sufficient due to calcification at proximal neck and there was gap between the vessel wall and the stent graft. The catheter was able to enter into the gap to fill it with the coil. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review and analysis: review of pre-implant cta¿s and drawing confirmed that the patient had a proximal neck that was highly angulated, severely calcified, and contained thrombus. The maximum infrarenal neck angulation was >90 deg p-a. The proximal neck diameter just below the level of the renals measured 18mm. The proximal diameter of the bi-lobal aaa measured approximately 4cm, and the distal aaa diameter was 8cm. The distal aaa also contained significant thrombus. The distal aortic diameter was 1cm x 2 cm and extensively calcified. Both iliac arteries were non-tortuous but calcified. Review of 6-months post-implant images revealed that the endurant bifurcate system was implanted within the angulated and calcified neck; just below the level of the renals. The proximal stent graft od measured 19mm, and the proximal bifurcate aortic body was angulated approximately 80 deg p-a, relative to the flow divider. The ipsi limb and extension were positioned within the left common iliac artery, and the contra limb and extension were positioned into the right common iliac. A stent was also seen placed within the left iliac limb; implanted across the small and calcified distal aorta. The max diameter aaa measured approximately 8.7cm and a proximal type I endoleak was observed. The endoleak appeared to be caused by lack of stent graft apposition within the angulated aortic neck, primarily along the posterior wall. Both limbs were patent and no other stent graft issues were observed. The exact cause of the proximal type I endoleak is uncertain. However, it appears that stent graft placement within the highly angulated (off label) and calcified proximal neck likely contributed. Stent graft oversizing within a neck diameter <(><<)>19mm (off label) may have also been a factor.